Manufacturer narrative:
Of the 33 allegations of a malfunction, 21 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a transceiver flex connector not being fully seated and moisture in the pump.

Event description:
This report summarizes <noe> 33</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 052/053/054/055 sleep issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6)years of age and between (B)(6) pounds. Of the reported patients, 20 were male, 13 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016. Of the 33 allegations of a malfunction, 21 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a transceiver flex connector not being fully seated and moisture in the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 052/053/054/055 sleep issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-72 years of age and between 73 and 260 pounds. Of the reported patients, 20 were male, 13 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 01/26/2017 - device evaluation: in q4 2016 there was 1 additional instance of a cs 052/053/054 sleep alarm found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional h10 method code:3372.